Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an external neurostimulator (en s). It was reported that when the patient was removing their trial lead and ens last month a staph infection was found which prevented them from receiving the implant. The patient was treated for the staph infection and was alive with no injury. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.